Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bos. The device was implanted for 9 months and 4 charging cycles were recorded to the device memory. The header of the ICD was visually and mechanically inspected. The set screws could be easily screwed in and out. There was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. The memory content of the device was inspected. The analysis revealed an increase of the shock impedance to >150 ohm since (B)(6), 2014, confirming the clinical observation. Therefore the impedance measurement functions of the device were tested and proved to be flawless. Next, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. There was no indication for a device malfunction.

Event description:
Ous MDR - after an implantation period of about 9 months, shock impedance values > 150 ohm were reported via home monitoring. During the revision procedure the physician tried to reconnect the high voltage pin but nothing changed, so he decided to remove the system and to implant a sub cutaneous ICD. All other values were in range. No adverse patient side effects have been reported.